Manufacturer narrative:
The lot number is unknown; therefore, the date of manufacture is unknown. UDI has been updated accordingly. The manufacturing location is unknown. Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unknown surgical procedure, it was observed that the air hose device was damaged. It was reported that prior to the procedure, the residents who were out of the surgical field, increased the pressure of the gauge to ten at the request of the surgeon and for this reason the hose did not hold the pressure and burst. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. It was reported that there was no harm to the patient. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.